Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a bipolar hip arthroplasty procedure on unknown date and the reservoir was connected to a drain. When activating the reservoir, the blood was drawn up only until the middle of the drain and the blood did not reach the reservoir; at that time, the reservoir became inflated. Then, the reservoir was removed along with a drain. There were no adverse patient consequences reported. No further information is available.